Manufacturer narrative:
(B)(6) ¿ infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent discectomy on (B)(6) 2014 and topical skin adhesive was used. Approximately one month post-op, the patient presented with a wound infection at the surgical site. The patient was treated with IV antibiotics. The patient has recovered.